Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and found to have a loose grip cable at the grip hub. Additional observation related to the customer reported complaint: failure analysis found the failure of dislodged grip cable at the proximal side. Further inspection found no cracked clamping pulleys, input disks, or input shafts. The cable dislodgement at the proximal end resulting in a lack of tension and a loose or dislodged cable at the distal end. The complaint regarding a loose cable was confirmed by failure analysis.